Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the first inflation with the rx voyager coronary dilatation catheter, the balloon ruptured at 3 atmospheres. There were no adverse pt effects reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4).